Event description:
The manufacturer received information alleging a ventilator was failed flow verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's front panel will need replaced due to physical damage/cracked. The device's blower assembly, blower bellows, blower mount, blower cap, both cooling fan assembly, both fan retainer, machine flow sensor, blower chassis plate, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board need replaced due to water ingress/contamination (dirt, dust, talc, etc.). Unit will need final testing.